Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction alarm was cleared and insulin delivery was resumed successfully. Additionally, it was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level was "high". A correction bolus via the pump was delivered to address bg.